Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a suprapatellar tibial nail, the drive cap was broken at the threads of the drive cap and the insertion handle, and the insertion handle was damaged as well during the event. There was no patient consequence reported. No further information provided. This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).